Event description:
In 2005, a pt underwent an axillary dissection and right lumpectomy with cryo-assisted localization using the visica device. The pt reported drainage from her axilla following surgery. The surgeon say her in 02/2005 and decided to leave in the axilla drain that was placed following surgery. The pt's drain was removed in 03/2005. The surgeon saw her again in 03/2005, at which time he aspirated 180 cc of fluid from the axilla wound. The surgeon saw the pt 3 more, times: he aspirated 140 cc of fluid in 03/2005, 70cc in 03/2005, and 65 cc in 04/2005. In 04/2005, the pt reported a fever, which lasted 5 days. In 05/2005, the pt saw the surgeon again, at which time he observed that her axillary wound dehisced and foul smelling fluid drained from the wound. He anesthetized her and opened the wound further to culture, irrigate and pack. The surgeon diagnosed the pt with an infection of her axilland put her on cipro 500 mg twice a day. She also received some IV antibiotics of unknown type. Twelve days later, the surgeon noted that the wound was clean is closing. As of 6/2005, the wound is quite clean and there was no drainage; however, it is not completely healed.